Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was depleting at a faster than expected rate. After 24 months, the ICD was at an mol2 (middle-of-life 2) battery status. Guidant received additional inforamtion in october 2004, that two weeks after this follow-up the ICD began to beep. A replacement was scheduled for september 17, but due to an infection the surgery had to be delayed for 2-1/2 months at which time the ICD had reached an eol battery status. The patient is concerned that she may have been unprotected during this delay. The ICD was removed and during the replacement surgery an insulation abrasion on the model 0125 lead was found. The ICD was returned to guidant for analysis. The lead was capped.